Event description:
Customer called to report she had high blood glucose. Blood glucose reading was 459 mg/dl. The customer stated that the infusion set was leaking at the site around the adhesive. Customer mentioned that the infusion set was overdue for a change. The customer refused troubleshooting for insulin leaking at the infusion site. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.